Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - ni. Device product code - ni. Expiration date - ni. Unique identifier (UDI) # - ni. Date implanted - ni. Date explanted - ni. Manufacture date ¿ ni.

Event description:
Patient's hip was revised due to unknown reasons.

Manufacturer narrative:
Upon review of the complaint, this device was determined to not be reportable as it was not involved in the event. The initial report was submitted in error and should be voided.